Event description:
Symptoms: headache in bilateral frontal area, blurred vision in left eye, nausea, vomitting. It was reported that during hospitalization, the patient experienced an acute hemorrhagic infarction with subdural hematoma. Condition is continuing and was not pre-existing. It was reported that the patient event was not product related, although it cannot be said for certain whether the event was product related based on information received. The patient's condition is improved.